Event description:
It was reported that the patient feels like the stimulation was not helping the pain. The patient underwent an explant procedure and was doing well post operatively. The explanted device will not be returned per facility policy.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(4). Batch: 7110685/7108257.